Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the condition of the device, the device will be decommissioned.

Event description:
It was stated in the report that pump was consistently not recognizing loaded cassette and displaying a remove cassette error. The issue was discovered during testing.

Manufacturer narrative:
H11 - additional mfg narrative: updated. Updated device evaluation: the device is not being decommissioned as previously reported. The downstream occlusion (dso) was replaced and the outgoing software updated.